Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Chipped tooth [tooth injury]. Oral-b rechargable isn't charging [device power source issue]. Case description: a consumer reported that they, a male age unspecified, used oral-b 3d white professional healthy clean toothbrush, daily, and reported that the toothbrush hit his tooth and chipped it. The consumer went to the dentist. The consumer also reported that now the toothbrush is not charging. The case outcome was not recovered/not resolved. No further information was provided.